Event description:
We purchased two children's toothbrushes, and both brushes broke on consecutive days. The plastic brush backing snapped off in my mouth followed by the bristles in a large loose clump. I was able to remove them all with no issues. The following day, I started brushing my 3 year old child's mouth and within 5 seconds of placing the brush inside her mouth, the plastic backing snapped off in her mouth and the bristles started to fall out. Luckily I caught it before she choked and was able to removed all the bristles and plastic head piece. Retailer state: north carolina. Purchase date: 03/07/2015 this date is an estimate. I plan on contacting the manufacturer to file a complaint. Reference report # mw5042098. (B)(4).